Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, a staple line leaked postoperatively. The patient's leak was identified three months post-operatively at the jejunojejunal (jj). The patient required a subsequent procedure, which was explored and the leak was closed at a different hospital. Details regarding the sureform 60 stapler instrument and reload(s) involved with the staple line leak are unknown.